Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic sigmoidectomy, an unknown error was occurred, and the device became not to use after the device was used for 2 hours. The blade was broken. The surgeon felt that the device did not touch the hard thing. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.